Event description:
Emt's attached the device to a person diagnosed in cardiac arrest. The device allegedly displayed a connect electrodes alarm continuously. The operator cycled device power and changed the defibrillation electrodes, however, the device continued to display the connect electrodes alarm and use of the device was inhibited. An als squad arrived and used a manual defibrillator to continue treatment of the patient. The patient's outcome was not reported.